Event description:
The hcp reported the patient had not been getting relief with the intrathecal medication. At the scheduled refill, the expected reservoir volume was 2ml and the actual was 18ml. A follow up report will be sent when additional information is received.